Event description:
It was reported that the patient's ipg became inoperable and was unable to communicate with external devices. In turn, surgery occurred to explant and replace the ipg, which addressed the issue.